Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation, and further information obtained when medical surveillance reviewed the initial call, as the patient could not be reached by telephone. The patient reported the alleged meter inaccuracy issue began on (B)(6) 2017, at 1.30 am. The patient reported that he obtained inaccurate blood glucose results of ¿414, 299, 205 and 165 mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for precision. The patient reported that he manages his diabetes using insulin (self-adjuster), it was not clear if the patient took any action in response to the alleged inaccurate results. The patient reported that 6 hours after the meter issue began he developed symptoms of ¿hypoglycemia¿. He reported that on (B)(6) 2017, at 7.35 am, he self-treated the symptoms with ¿glucose tablets¿. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. He described the correct testing steps and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr noted the control test had not been manually selected and that the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that may have meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.